Event description:
It was reported that a flogard infusion pump was broken. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of a door open alarm. Visual inspection found the door latch to be broken. A power on self test was performed and the device had a door open alarm. The reported condition was confirmed as a door open alarm. The cause of the door open alarm was determined to be a damaged door assembly. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.